Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the implant lacked expected laser product markings. The implant size was verified in situ prior to permanent implantation by comparison with trial component(s). The implant was used to complete the procedure, and is not available for return.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Review of the device history records identified no deviations or anomalies. A stock investigation identified no other devices from this lot were available for inspection. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. Review of the print for this device identified that the lot number and size are laser etched onto the device but the item number is not. A definitive root cause cannot be determined with the information provided.